Event description:
It was reported that the patient experienced an infection. The patient was found to be bacteremic with unknown etiology. Vegetations not seen on leads per transesophageal echocardiography (tee). Antibiotic treatment was necessary. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.